Event description:
It was reported that the back-check valve on the unspecified bd¿ secondary infusion set failed during use. The following information was provided by the initial reporter: "description of event suggests it may have been a failure of the back-check valve in the secondary set which is why this was submitted as a mandatory report... What is the patient outcome? Are there any adverse events/serious injuries? No harm. Was there a delay of, or change in, the course of treatment due to the event? No. What type of procedure is being performed? Unknown, event came from maternity ward. What was the medication/fluid in use at the time of the event? D5w/ns".

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.6 investigation summary: no product or photo was returned by the customer. The customer complaint that there was a possible back check valve failure that cause an over-infusion could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.